Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply and liquid contamination on the battery board. The root cause for the defective power supply could not be positively identified. The root cause of the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power on.